Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received high sensor scan readings of 109 mg/dl on the adc device compared to readings of 40 mg/dl on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was treated with intravenous glucose by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.